Event description:
Patient states she rolled over in the bed and the bed rail came down while she was using it to help her turn over on her side. Unit director stated that the patient had blanket wedged that prevented engagement of the side rail. No patient harm.